Event description:
Post market clinical study pt was implanted with miniarc on (B)(6) 2008. (Pt has a history of urinary tract infections). On (B)(6) 2010, the physician reported pain/discomfort-other-chronic cystitis. The physician reported the event is related to the device and the procedure. No further info was provided.

Manufacturer narrative:
The IFU does not list chronic cystitis under potential adverse events. "Warnings and precautions" states that vaginal or urinary tract infection should be treated prior to implantation. No device malfunction indicated and the device was not explanted.